Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient had an underlying infection which eventually required pump explant. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was pump explant. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.